Event description:
It was reported that guidewire entrapment occurred. The 95% stenosed target lesion was located in a moderately tortuous and severely calcified superficial femoral artery (sfa). A jetstream xc atherectomy catheter was selected for an atherectomy procedure. The catheter was used together with a 014 non-boston scientific filter wire. During the procedure, the jetstream catheter became entangled with the filter wire, and the devices were removed together. The procedure was completed using another jetstream xc atherectomy catheter. There were no patient complications as a result of this event.